Event description:
It was reported the physician was performing a stenting and coiling of the left basilar tip aneurysm. After successful placement of the stent, the first detachable coil was tracked up to the lesion. The physician reportedly "attempted to reposition the coil and had noticed the coil could not be withdrawn." The physician was able to advance the coil until it was completely inside the aneurysm and the catheter's marker bands were aligned. The physician attempted to detach the coil; however, the power supply's current was insufficient to detach the coil. The physician withdrew the pusherwire and guidewire. The t-marker was still in place when the physician noted that the pusherwire had broken at the t-marker. Three centimeters (3 cm) of the pusherwire had to be left in the basilar artery confined in a stent while the microcatheter was repositioned and coiling completed. Following the procedure, the patient was sent for observation. The patient is reported to be stable.

Manufacturer narrative:
Additional information was requested from the user facility and from the responses received, the following was able to be determined: no issues were noted with the preparation of the devices used during the procedure. Continous flush was maintained. The correct power supply was used and although the current failed for the coil in question, other coils were successfully detached with the use of this power supply following this coil. The connecting cables had not been resterilized, all movements were slow and smooth and the delivery wire was not rotated when the coil was in the aneurysm. The device in question had been returned to boston scientific for technical analysis; however, the investigation is on-going. Therefore, at this time, the cause of the user's experience is unknown.